Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the petals of the applicator tube were pointy, not rounded, causing a poke to her genital area upon insertion of the tampon. No consequences reported.